Manufacturer narrative:
The insulin pump had no button error alarms or failed battery test alarms noted. The device had no button response due to corroded keypad traces. Unable to test the operating currents due to no button response. The device had a scratched display window, cracked case at the display window corners, and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 188 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.